Event description:
It was reported that during device follow up, fluoroscopy confirmed that  the right ventricular (rv) lead had twisted and loss of capture occurred when attempting to remove the device from the pocket.  High thresholds and impedance were also noted on the rv lead and this pacing lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.